Event description:
Information was received from a healthcare provider via a manufacturer representative regarding a patient with spinal therapy. It was reported that the surgeon inflation of syringe ballon tamp ruptured. Surgeon flushed area. Used second balloon tamp. There was no fragment left in the patient. There were no further complications reported regarding the event. Pre-operative diagnosis for this procedure is vertebral compression fracture t11.

Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.